Manufacturer narrative:
On (B)(6) 2017, the customer reported that the occlusion had resolved with the changing out of the supplies. The customer also reported to have switched the type of insulin from apidra to novolog. The blood glucose level returned to target level. No further issues occurred. The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 437 mg/dl. A corrective bolus and insulin injections were used to address the bg level. A pump system check was performed. The occlusion appeared to be within the infusion set tubing. The customer was to change out the infusion set tubing and site. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.